Event description:
It was reported that the table allegedly experienced unintentional motion. The staff reported that the table went into slide/head for 2-3 seconds on it own and stopped on it's own. The staff continued with the case with no further problems.

Manufacturer narrative:
The table was examined by a berchtold field service technician. The table was visually examined and performance test of all movement functions was conducted. After performing all test, the technician was unable to replicate the complaint.